Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not return.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a bearing revision was performed due to unknown reason.

Manufacturer narrative:
Cmp-0567130 this final report is being submitted to relay additional information. Biomet UK ltd have attempted to contact sales representative, however, we have not been able to retrieve any further information relevant to this complaint. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database cannot be performed as reason for revision is unknown. Without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a bearing revision was performed due to unknown reason.